Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the drain was placed as a precautionary measure, as a result of the issue with the reported device. As of (B)(6) 2017, there were no patient issues reported and the patient was in stable condition.

Event description:
It was reported that during a low anterior resection procedure, the surgeon told me he fired the contour stapler and staple line was closed on specimen side but when he put the circular stapler in transanally, he noticed the entire staple line on distal stump opened up. The surgeon couldn¿t tell if staples didn¿t form or if there were no staples. To complete the procedure the surgeon oversewed the distal stump and used circular stapler to create anastomosis. The surgeon put a drain in to monitor for any leak.